Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. Customer's blood glucose level was 130 mg/dl. Customer stated customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert to the replace battery alert. Customer was advice to clear power loss alarm. The insulin pump will not be returned for analysis.